Event description:
In 2008, a male pt contacted lifecor customer support to report that he had been treated and was covered in blue gel. He stated that he was in bed, when he woke up sweaty and the "treatment delivered" alarm was sounding. He stated that he did not remember the event. Support requested a download that revealed a valid treatment event. Support asked the pt to contact his physician and to continue wearing the device. Support reminded pt to put gel on the pads when the device told him. Support received an e-mail from a lifecor pt services rep (psr) later in the day that stated the pt had died. The psr stated that the pt never went to the hospital. The wife stated that he did not want to go to the hospital. On 07/01/08 psr spoke with the pt's wife who stated that she left the room for approx 10 minutes and when she returned, the pt was on the floor being treated again. On 07/09/08 support spoke with the pt's wife. She stated that the device continued to treat until the medics arrived and cut the device off of him. She stated that the medics could not revive him using an AED either. The electrode belt was lost somewhere between the hospital and funeral home.

Manufacturer narrative:
Device manufacture date: monitor. Electrode belt - 05/2008. Device eval summary: device eval of monitor has been completed. It was found to be functionally normal. It was retested and restocked. The electrode belt was lost, but from the flags looked to be functioning normally.